Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level of 584 mg/dl. A correction bolus was delivered to address bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.